Manufacturer narrative:
Concomitant medical products: 377860 pain stim lead, 377860 pain stim lead, 37712 pain stim ipg, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their kidneys started failing and blood pressure was dropping. In addition, the patient said they went to hospital and was told their pacemaker was "almost dead". No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.